Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead threshold was noted to be high when checked in october. After reviewing the data, there was loss of capture (loc) on the rv lead noted that could not be reproduced when attempted. The rv output was raised in the interim while a replacement was scheduled. Subsequently this rv lead was replaced with a new lead. This lead has not been received for investigation. No additional adverse patient effects were reported.